Event description:
It was reported that the camera head had a short in the cord. No back up available. No patient injury was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A small kink was observed at the strain relief of the cable. Product failed functional testing with static interference when cable is bent or squeezed near strain relief attached to housing. The complaint was confirmed and the root cause was determined to be a shorted cable assembly. Camera head passed functional testing with a known good cable assembly installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.